Event description:
It was reported that 18 months post op - pt fell and returned to surgeon after falling with pain at surgical site. Degradation of bioresorable device was alleged to have contributed to bone resorbation / necrotic bone immediately adjacent to the implant.